Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that there were sometimes air bubbles in the infusion set tubing. The patient's blood glucose at the time of incident is unknown. The caller mentioned that the insulin pump is sometimes rewound with the reservoir in place; the caller was advised that this may cause the air bubbles. The reservoirs were not returned for analysis.